Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review for part: #03.632.036 -synthes lot # h109284. No ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacturing of this product that would contribute to this complaint condition. Release to warehouse date: 26oct2016. Supplier: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that the patient had spine surgery on (B)(6) 2017 for a poster lumbar fusion at disc levels l4-s1. Patient was implanted with matrix rods and screws. During the procedure while the surgeon was instrumenting at the spine disc level l4 on the right side, as he was inserting the matrix screw the tip of the holding sleeve instrument broke off. The tip was easily retrieved. Also, during final tightening of another screw, at an unknown disc level, the tip of the screwdriver broke off inside the head of the matrix screw. Again, this tip was easily retrieved. Other instruments were available in the operating room to complete the surgery. No additional x-rays were needed. Surgery was completed successfully with no reported time delay. Patient is reported in stable condition. Concomitant devices reported: matrix screw (part number unknown, lot number unknown, quantity 2). This report is for one (1) matrix holding sleeve. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
A product development investigation was performed on the returned subject device. The returned instruments were examined at customer quality and the complaint conditions were able to be confirmed. The matrix holding sleeve (part 03.632.036, lot h109284, mfg 26-oct-2016) was returned with the entire first thread missing except for a 3mm rectangular portion. A definitive root cause was unable to be determined but the failure mode is consistent with the application of an off-axis load while engaging a screw. A visual inspection, device history records review, and drawing review were performed as part of this investigation. A functional test is not applicable as the damage was visually confirmed. This complaint is confirmed. No new malfunctions were identified during the investigation. The matrix holding sleeve ¿ long (03.632.036) is one of ten (10) holding sleeves for the matrix spine system utilized during screw insertion. The matrix system is covered by three technique guides: matrix ¿ deformity, matrix-degenerative and matrix ¿ mis. Once the holding sleeve is engaged with the driver shaft, it can be threaded into the proximal end of the matrix screw by rotating the holding sleeve¿s green knob clockwise until it is fully engaged. Relevant product drawings were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. Appropriate actions were taken ((B)(6) 2011) to address the failure mode of the holding sleeve threaded tips breaking. The tip geometry on the inner sleeve was changed to a more constant outer diameter in order to improve product performance. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.